Event description:
It was reported that an intermate device would not prime after filling. The device was filled with a solution of vancomycin and saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device was recieved by baxter for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual examination of the device showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the reservoir. The device evaluation could not confirm the reported condition. No other observations were noted on the unit. Should additional relevant information become available a supplemental report will be submitted.